Event description:
On (B)(6) 2026, patient received valve placement and experienced a pneumothorax. Chest tube was placed on the same day. Investigation is ongoing.

Event description:
On (B)(6) 2026, patient received valve placement and experienced a pneumothorax. Chest tube was placed on the same day. Chest tube was removed (B)(6) 2026. Resolution date was recorded as (B)(6) 2026.